Event description:
On (B)(4) 2012, the reporter contacted lifescan (lfs) USA alleging the subject meter gave inaccurate high result of "450mg/dl" as compared to another meter's result of "225mg/dl." It is not known how much time elapsed between the two tests. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged meter did not meet lfs's criteria for accuracy.